Event description:
It was reported the patient was admitted to the hospital due to a suspected infection. Reportedly, the patient's scs ipg pocket was drained out, the pocket washed with antibiotics and the area irrigated. The scs system was left in place and the patient's stimulation therapy was restored postoperatively. The patient was kept in the hospital for observation and was prescribed antibiotic therapy for the next six weeks.

Event description:
Additional information received identified the patient's scs system was removed.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection cannot be substantiated.